Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing thresholds, and a decrease in impedances and sensing. The patient experienced muscle stimulation and discomfort in the device pocket. A rv lead micro-perforation or dislodgement was suspected. Subsequently, a revision procedure was performed. The physician planned to reposition the rv lead and the device subpec. The physician attempted to reposition the lead, but the helix mechanism would not fully extend after 70 turns. It was also noted that the left subclavian was occluded. The ICD and rv lead were explanted. The patient would either get a new system implanted on the right side or implant an subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed as the device evaluation was completed.